Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture baker grade unknown, and "continuous pain". Patient also indicated they wanted to "initiate diagnostic testing for the cancer related to these implants". Device remains implanted.

Event description:
Patient reported left side capsular contracture baker grade unknown, and "continuous pain". Patient also indicated they wanted to "initiate diagnostic testing for the cancer related to these implants". Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Device was explanted.